Event description:
Notified by user facility that a customer was using heating pad and it "caught fire". Pad was sent to the co, and it was received on 3/1/99. Customer responded to co's requests for more info on 1/25/2000. No one was injured.